Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, part #: 03.043.033s, synthes lot #: 10239557, supplier lot #: n/a, release to warehouse date: 26 jul 2021, manufactured by: werk selzach, supplier: gemü gmbh, no ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a suprapatellar tibial nail procedure, the surgeon experienced difficulty advancing the reamer inside the protec sleeve and unknown sleeve. The first sleeve was damaged and a second was opened which was used to successfully complete the surgery. There was a surgical delay of five (5) minutes. There was no patient consequence. This report is for one (1) protec slv/ flex/ lg for nl 8-11 / -s. This is report 1 of 2 for (B)(4).